Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 478 mg/dl while wearing the pod. The patient reports they were unable to treat themselves as their controller would not turn on or charge. Once at the hospital the patient had blood work performed and the patient was treated with manual insulin. The patient remains in the hospital at the time of the case being reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.